Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced a corneal burn during a surgical procedure. The cataract was white. For precaution the viscoelastic solution was more than usual introduced in the anterior chamber. A whitish milk appeared in the video, related to crystallization of viscoelastic under the influence of heat and the absence of possible leaks (quantity and pressure of viscous in the chamber). The system was exchanged to complete the procedure.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿a surgeon reported that a patient experienced a corneal burn during a surgical procedure. The system set up and testing was normal with no problems noted. The customer noted that fifteen (15) seconds after starting phaco a whitening of the cornea at the incision site was seen. The surgeon provided additional information and noted the cataract was white. As a precaution the surgeon added viscoelastic solution that was more than usual in the anterior chamber. The surgeon noted whitish milk appeared in the video, related to crystallization of viscoelastic under the influence of heat and the absence of possible leaks (quantity and pressure of viscous in the chamber). The system was exchanged to complete the procedure. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The operators manual includes the warning: good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low irrigation pressure, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Use of incisions that are smaller than recommended during lens removal can lead to mechanical and/or thermal damage to the eye tissue.¿ system #1: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. System #2 : no further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. The handpiece was manufactured on february 10, 2010. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found a dented irrigation line, missing connector cap, discolored connector, and a foreign material in the aspiration line. The foreign material was flushed and sent to our other site for analysis which determined that the material was not from the handpiece. The returned handpiece was connected to a calibrated system. A flow rate test on the irrigation and aspiration lines found the handpiece to meet specifications. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was then connected to the dynamic tuning fixture (dtf) for stroke testing on the longitudinal and torsional movements. The stroke test found the handpiece to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Consumable: as the customer did not retain the finished goods consumable lot number, the device history record (DHR) and consumable lot history could not be reviewed. The used returned sample was visually inspected and no obvious defects were found. A bottle of non-company balance salt solution bss was returned inside a plastic bag. A console representing the current software version was then used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune successfully. The irrigation and aspiration pressure were within specification. No message code appeared on the screen. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The root cause of the customer's complaint could not be established. The returned sample met specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4)